Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped functioning as intended when it pump casing cracked. There was no reported impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support.